Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter stated that the insulin on board (iob) reading was greater than zero at the end of the set iob duration. The reporter was advised that this is part of normal pump function based on how the pump was designed, however the reporter stated that they did not trust the pump and requested it be replaced. The reporter noted that the iob duration was set to two hours but after four and a half hours the iob was still present. The reporter stated that sometimes the iob "increases randomly" and other times after a bolus the iob amount will decrease by half. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation that the iob feature was not calculating as expected.